Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker was hit by a car. The patient had lots of scratches on calf of leg in which it became infected. The infection became serious in which the patient had to be treated with intravenous antibiotics for weeks. The infection had cleared out and the device check was fine. Furthermore, the patient felt a pinch once in a while. A patient support (ps) representative discussed that it is not normal to feel device pacing, there could be electrical stimulation. The patient was then referred to the physician. Attempt to obtain additional pertinent information was unsuccessful. This pacemaker remains in service. No additional adverse patient effects were reported.